Event description:
Pt underwent placement of intrathecal pump 8/10/94. Pt returned to office 9/13/94 with sharp pain in her back. Pt returned to surgery on 9/27/94 for correction of system. The catheter was found separated from plastic sheath and in r flank. New catheter was implanted.